Event description:
The pt reportedly experienced tinnitus and pain at the implant site. Programming adjustments were made; however, this did not resolve the issue. The pt was treated with antibiotics for potential infection. The pt's device was explanted. The surgeon did not see any infection during the explant surgery.